Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured at 14 atmospheres. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition.